Event description:
When turning the camera on, screen shows green screen and no visuals coming. This report is based on information provided by philips remote service engineer rse, philips technical engineer and has been investigated by the philips complaint handling team. Philips received a complaint that the tempus pro camera is not working. The device was not in use at the time; therefore, no patient or user impacted. Flash light is working.